Manufacturer narrative:
Although there is no claim against the product and no indication of a product issue, an investigation was completed to determine the cause of the incident or adverse event. Based on the investigation, there is no indication that the device directly caused the patient hypotension. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure, the use of da vinci products during this type of surgical procedure may have contributed to the postoperative complications. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Verification of the event details via system logs cannot be performed because the procedure was abort prior to docking and procedure start. A review of the site¿s system and instrument logs could not be performed because the system is not connected to network connectivity. Images and video clips associated with this reported event were not submitted for review. There is no indication that the da vinci products themselves caused the patient hypotension. The patient outcome was believed to be unrelated to use of the da vinci system. This complaint is considered a reportable event due to the following conclusion: the customer aborted the procedure post anesthesia and port placement due to patient hypotension.

Event description:
It was reported that during port placement for a da vinci-assisted prostatectomy surgical procedure, the patient experienced hypotension so the anesthesiologist recommended to abort the procedure post anesthesia with no injury reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The customer stated the procedure was aborted solely due to the patient experiencing hypotension. There were no system/device malfunctions prior to aborting the procedure. The anesthesiologist able to recover the patient with no harm reported. The surgeon stated the patient will go to radiotherapy for treatment.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: a2, a4, a5, b7 and h6(annex b). On 02-dec-2022, intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information regarding patient demographics, relevant testing, and medical history.